Event description:
A physician reported that the test passed but with infusion canula where the head end was blocked resulting in fluid flow not smooth before vitrectomy surgery. It can be used normally after replacing with a new one. There was no patient impact.

Manufacturer narrative:
Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The unused combined pak was visually inspected. The infusion cannula line was occluded with a piece of flash inside the straight through connector. Hard flash was also observed on both sides of the straight through connector. The occlusion in the straight through connector restricted air and fluid from flowing in the infusion cannula line and caused priming failure with a system message code. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming, prior to surgery. The straight through connector is a molded component by our supplier manufacturer. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to insufficient draft on the core pin led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash and/or occlusion of the molded bore. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be ran at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).